Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call blank display on the insulin pump. Customer advised the insulin pump shut off and the device does not work. Customer will call back as they are at work at this time.